Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 365, 288, 324, 266 and 299 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 325 mg/dl and 301 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :365mg/dl date: (B)(6) 2018 time:07:56am fasting, result 2 :288mg/dl date: (B)(6) 2018 time:10:00am fasting, result 3 :324mg/dl date: (B)(6) 2018 time:08:30am fasting, result 4 :266mg/dl date: (B)(6) 2018 time:07:39am fasting, result 5 :299mg/dl date: (B)(6) 2018 time:07:20am fasting, customer called saying her blood sugar is not being read accurately on her meter. Customer called to complain about higher readings on her meter. Customer states that she is getting readings about 100 point difference and sometimes even more.